Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's medical assistance reported via phone call of issues with the customer's insulin pump. The caller states they were stuck in the rewind screen and could not get out. The customer's blood glucose level at the time of incident was 350mg/dl. Troubleshoot was conducted. The device was found to not have rewound completely. The caller was advised the pump was not safe to use. The caller states they had back up pump available and would be switching out.